Event description:
The facility reported a colleague infusion pump which experienced failure code 810:11. It is unknown when or at what point in the process the reported condition occurred. Review of the device event history determined that the reported condition interrupted delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. The user interface module master software version (B)(4) which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:03, and determined the root cause to be an inoperable pump head module. No repairs were performed as this is a stay in device. Review of the device event history determined that the reported condition of occurred on (B)(6) 2010 and not the customer reported occurrence date of (B)(6) 2010. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of failure code 810:11 could not be determined.

Manufacturer narrative:
(B)(4). The root cause investigation for the reported problem is in progress through (B)(4).